Manufacturer narrative:
Unknown.

Event description:
A patient in (B)(6) was undergoing therapy with a prismaflex m100 set. During treatment a cracked male luer lock was observed on the venous line. The blood was not returned to the patient.